Manufacturer narrative:
There was no patient involvement. It is unknown when device broke. Device is an instrument and is not implanted/explanted. Reporter email address is unavailable. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection and restocking of the tray after a retrograde nail procedure on (B)(6) 2018, the tooth of the standard insertion handle was found loose and cracked off. There was no patient involvement. This report is for a standard insertion handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.010.045; synthes lot: 4819619; release to warehouse date: april 22 2005; manufacturing site: brandywine; no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The following investigations were performed: broken: visual inspection performed at customer quality observed that the insertion handle was received with the alignment tab broken off; the broken tab was not received. The fracture site was examined and no material voids or irregularities were identified. Additionally, impaction marks were observed over the surface which is consistent with use of the device and furthermore, the balance of the device also showed surface wear that is consistent with use and would not impact the functionality. The complaint condition agrees with the complaint description and the complaint was confirmed. Based on the date of manufacture, drawings reflecting the current and manufactured revision were reviewed. The dimensional inspection on the broken region was not able to be performed as the broken tab was not returned. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Also, based on the DHR review and the age of the device (over 13 years), it was confirmed that no issues were identified concerning the material during the time of manufacture of the device. While no definitive root cause could be determined it is possible that the complaint condition is the result of force applied on the device resulting in stresses beyond the failure limit during device usage/handling. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The device malfunction was detected after the procedure and after the instruments came through the wash in the sterile processing department.